Event description:
It was reported that during the implant procedure, the physician tested the lead screw and even though the physician felt torque throughout the lead after many turns, the screw seemed to be stuck. The lead was not used for implant. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4)